Manufacturer narrative:
H6: code e2402-used to capture enlargement pf the left common iliac artery. H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. As the device remains implanted, no engineering analysis could be performed, and a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, the follow up examination confirmed enlargement of the left common iliac artery. On (B)(6) 2023, the patient underwent reintervention. During reintervention, it was reported that the 12f sheath could only be advanced just before the external iliac artery. The additional stent grafts were deployed into the external iliac artery. The patient tolerated the procedure. It was later reported that device plc231000 serial#(B)(4) was placed on the most distal side of the left leg at the time of the first placement procedure on (B)(6) 2014. Additionally, although resistance was felt, the sheath was able to be advanced to complete the procedure. An attempt to obtain further information was made, however no additional information was available.